Manufacturer narrative:
Patient identifier, date of birth/age, and weight are unknown. Date of post-operative device breakage is unknown. This report is for one (1) unknown 2.7mm recon locking plate. Without a valid part and lot number, a UDI is not available. A revision procedure has been scheduled for (B)(6) 2016, but has yet to be completed. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Unknown, as specific part and lot numbers for the complainant plate were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a 2.7mm recon locking plate broke at some point post-operative. The device was originally implanted in (B)(6) 2004 into a patient with very few condyle left. The surgeon was originally reluctant to remove the broken device as there was no bone behind the plate and removal could potentially destroy the condyle left. However, a request for a custom made plate with screws and nuts was made noting that a revision will take place on (B)(6) 2016. No additional information is available at this time. This report is for one (1) unknown 2.7mm recon locking plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was reported as ¿normal¿; however, the patient¿s specific weight was not (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on february 9, 2016 and february 24, 2016. It was reported that the patient underwent revision surgery on (B)(6) 2016 to repair the broken plate. The broken plate was not explanted and was fixed using custom-made screws and nuts. The patient is reported to have only minimal post-operative pain and is doing fine.